Manufacturer narrative:
Additional information: d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported false air-in-line, which was reproduced. A review of the event history log identified 'air-in-line!' Messages. The reported condition was verified. The cause was determined to be the ultrasonic sensor, which had an upper fluid reading of 3362 and a lower fluid reading of 135. These measurements were outside of the calibrated specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The process step was not specified. There was no known patient injury or medical intervention associated with this event. No additional information is available.